Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2017-05966. (B)(6) clinical study. It was reported that in-stent restenosis and stent damage occurred. In (B)(6) 2012, a 2.5 x 12 mm promus premier stent was deployed in distal left anterior descending (lad) artery. In (B)(6) 2016, the patient was admitted with the diagnosis of shortness of breath. The patient was treated with spiriva with some improvement. The patient was placed on continuous spo2 on admission, with several desaturations during the day when exerting self. Pulmonary test noted desaturation to 85% with minimal exertion. There were no significant arrhythmias noted on telemetry. Walking oxygen assessment was performed, and showed no desaturations despite the patient becoming symptomatic. Four days later, the patient was referred for cardiac catheterization and coronary angiography revealed patent drug eluting stent deployed in (B)(6) 2012 in distal portion but with 75% peri-stent restenosis at the outflow, chronically occluded first diagonal branch jailed by stent in the proximal potion filling predominantly retrograde off the distal portion and widely patent first septal jailed by the stent in the proximal portion. Subsequently, the 75% peri-stent restenosis of distal lad was treated with direct placement of 2.5 x 12 mm promus premier stent with no residual stenosis. Post intervention, outflow portion of the stent in the rao projection revealed some kinking during systole. This was not approached as it is a functional narrowing and is becoming close to the apex of lad. The patient was pain free. The following day, the patient was discharged on dual antiplatelet therapy.